Event description:
It was reported that downstream occlusion calibration was unsuccessful. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken battery compartment. No applicable evidence was found in the event history log. Functional testing was able to verify the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.